Event description:
Country of complaint: (B)(6). During the operation the surgeon got the impression that the mesh was too small. He measured the mesh, and the result was 9,5 x 13 cm (1064725 is supposed to be 10 x 15cm). If the dimension of the mesh is too small, it is possible that the overlapping of the hernia may not be wide enough.

Manufacturer narrative:
Evaluation: samples received: 1 opened mesh. Analysis and results: this is the second complaint for this issue, received of this code batch. There are no units in manufacturing site stock. We have checked the mesh dimensions of the sample received and does not comply the specifications of the product. Final conclusion: the complaint is corresponding (justified) we opened a corrective action and the specifications of this product were changed in order to avoid this defect.